Event description:
During the procedure, physician treated severely calcified lesions with moderate vessel tortuosity with 90%stenosis in both the lm and lad vessels. The lesions were pre dilated twice with 2.50mm x 15mm balloon at 16atm for 10 s; 30% stenosis remained after pre dilatation. Medtronic stents were implanted in the lm <(>&<)> lad but there was a small interlayer at the remote end of lad. The interlayer was confirmed as a vessel dissection caused by the implanted stent in the lad. Brand of medtronic stents used could not be confirmed. It was reported that the device that caused dissection was inspected prior to use without any abnormalities noted. No abnormalities were reported during the stent deployment. It was then decided to use an endeavor resolute drug eluting stent to treat the dissection but the device could not cross the lesion and upon removal from the patient the stent dislodged from the device. Fluoroscopy was performed and according to the physician the stent was not found in the patient and it was not found in the guide catheter. The balloon from the dislodged stent was used to treat the dissection successfully. No patient complications or other clinical sequelae reported. Patient status is good. Cine images review: the coronary angiogram (cag) shows the left main, lad and lcx. The left main and the lad show a large amount of stenosis in the vessels. The images show the lad and the left main being pre-dilated with a balloon catheter. The images showing two stents being deployed one in the lad and the other in the lad and left main. The images show the first stent deployed in the lad to have a strong outline on the distal section. The area distal to the distal section of the stent appears to be highly calcified. The outline of the stent deployed in the lad vessel may have been the possible interlayer but from the images this cannot be confirmed. There are no images of the dislodged stent.

Manufacturer narrative:
Evaluation results: (root cause undetermined). Patient¿s condition affected effectiveness of device (lesion morphology - severely calcified lesions with 90%stenosis, moderate tortuosity). Inherent risk of procedure (dissection). Evaluation conclusion: (root cause undetermined). Known inherent risk of a procedure (dissection). Device failure related to patient condition (lesion morphology -severely calcified lesions with 90%stenosis, moderate tortuosity). Unable to confirm complaint (stent implanted, dissection event not shown on cine images). (B)(4).